Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was monitored in high temperature oven for several days and no button error alarm noted. No unexpected black circle/alarm icon during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, missing end cap sticker, cracked reservoir tube window, cracked belt clip slot and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 184 mg/dl. Troubleshooting was not performed. The device was returned for analysis.